Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer's cubies failed and user observed issues with r2 main 4.2, specifically in rows a, b, and d. The cubie frequently enters recovery mode, either prompting the user to simply close the cubie lid allowing it to recover quickly, which happens multiple times a day or prompting an unload the cubie message. The user noted that they repeatedly and gently close the cubie lid until the close the lid prompt appears and recovery completes. The same issue was occurring on r2 aux 6.2, affecting rows a, b, and e. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer checked all components for drawers 6.2 and 4.2, including trays and row board cables. Identified a damaged flex spine power cable and replaced it. Confirmed full drawer functionality after repair. The system functioned as intended after the field service engineer repaired the device.